Event description:
It was reported the connector was broken: the broken (leaky) area is between the px600f and the transparent tube.

Manufacturer narrative:
Device has not been returned for evaluation at this time.